Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of ligator housing break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, as the hemorrhoid was about to be ligated, it was noticed that the bands did not deploy. The physician heard a "cracking" sound, and it was noted that the ligator broke. The device was removed from the endoscope, and the procedure was completed with a non-boston scientific product. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of ligator housing break. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was found to have six bands, the ligator housing was not broken at any side of it. The handle doesn't have evidence that the trip wire was secured into the handle slot, the trip wire was kinked and broken, and the handle has damage marking. No other problems with the device were noted. It was determined that the instructions for use (IFU) were not followed, as the trip wire slack wasn't taken up. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the scope, making the trip wire does not work accordingly with the handle when pulling the bands. The damage observed on the ligator housing teeth suggests that excessive force may have been applied during use. This could be due to the technique used by the physician when inserting the device into the patient, potentially compromising the teeth and affecting the handle's functionality. Such handling may also have contributed to the damage and misalignment of the bands. Therefore, the most probable root cause of this complaint is failure to follow instructions. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the device analysis indicates that the trip wire slack wasn't taken up; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, as the hemorrhoid was about to be ligated, it was noticed that the bands did not deploy. The physician heard a "cracking" sound, and it was noted that the ligator broke. The device was removed from the endoscope, and the procedure was completed with a non-boston scientific product. There were no patient complications reported as a result of this event.